Manufacturer narrative:
The work order was reviewed and appears complete and correct for 1 x zfen-d12-28-76-c on 17 sep 2015. The room stock work order was also reviewed and appears complete and correct for 1 x zfeng-d12-28-76-akit (rs4102) on 06 jul 2015. There is no evidence that the device was not manufactured according to specification. The graft is 100% inspected during manufacturing for holes, damage and fraying, however a hole/tear could have occurred during loading, or during the procedure (i.e. Due to wires or calcification in the aorta). The instructions for use sent with the complaint device state "intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak may lead to aneurysm rupture" and that "endoleak" is a potential adverse event. During final angiogram, it states to "position angiographic catheter just above the level of the branch vessel(s) accommodated by a fenestration/scallop. Perform angiography to verify branch vessel (e.g., renal artery, superior mesenteric artery) patency and that there are no endoleaks. Verify patency of internal iliac arteries. Confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Note: if endoleaks or other problems are observed, refer to, ancillary components." (B)(4). Due to the low occurrence rate, there is no evidence of a raw material issue. From the information provided, it appears that the endoleak was most likely occurring from a tear/hole in the graft however the cause of the hole/tear is unknown.

Event description:
The fenestrated endovascular graft procedure completed without issue. The final angio run revealed a type 3 endoleak. The doctor re-ballooned the overlap of all parts, yet the leak persisted. It appeared to be coming from overlap of proximal and distal zfen components. The user then added a proximal esbe cuff to increase overlap of proximal and distal components. The leak persisted. The doctor then added a palmaz stent to "push" the two (proximal and distal) components together. The leak persisted. A hole in the distal fenestrated component was suspected. An esbe cuff was place right above the flow divider. The leak worsened. Next, the graft was relined with a tffb-24-82-zt and a zsle-13-56-zt limb extension. The leak resolved. Additional information was received, that the type iii leak was coming from a hole at the "crotch" of the flow divider based on the troubleshooting sequence, there was no difficulty in placement/deployment and there was some tortuousity of the patient's anatomy.

Event description:
The fenestrated endovascular graft procedure completed without issue. The final angio run revealed a type 3 endoleak. The doctor reballooned the overlap of all parts, yet the leak persisted. It appeared to be coming from overlap of proximal and distal zfen components. The user then added a proximal esbe cuff to increase overlap of proximal and distal components. The leak persisted. The doctor then added a palmaz stent to "push" the two (proximal and distal) components together. The leak persisted. A hole in the distal fenestrated component was suspected. An esbe cuff was place right above the flow divider. The leak worsened. Next, the graft was relined with a tffb-24-82-zt and a zsle-13-56-zt limb extension. The leak resolved.